Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: programmer model# 8840.

Manufacturer narrative:
Concomitant products: pump serial/model #: unknown, implanted/explanted: unknown; catheter model: 8703w, lot #: unknown, implanted/explanted: unknown. (B)(4). Recall/notification #s for granuloma at catheter tip: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, z-1151-2008, z-1152-2008, z-1153-2008. Z-1154-2008.

Event description:
Kamran, s., wright, b. D. Complications of intrathecal drug delivery systems. Neuromodulation 2001. 4(3); 111-115. Summary: to report complications associated with implant of the intrathecal drug delivery systems (idds). A retrospective review of the implant database was undertaken to determine various complications associated with the idds. A total of 122 patients were reviewed, 97 included in the final analysis, 25 excluded due to incomplete data. The complications of excluded patients were reviewed separately. The complications were divided in to categories pharmacologic, equipment, procedural, programming errors, and psychological. The drugs used were morphine. Dilaudid, fentanyl, sufentanil, baclofen. And marcaine. There were 60 men and 37 women. A total of 43 patients reported various complications. Most common were transient pharmacologic side effects (n = 33). Procedural (n = 5). Equipment (n = 16). Programming (n = 2), and psychological (n = 3). The most serious procedural complication was staphylococcus aureus meningitis (n ~=1). Catheter disconnection and leakage was noted in (n = 6) patients. Two programming errors were related to increase in drug concentration with failure to reduce the dose. Seven pumps were explanted. Including three due to distorted body image. Idds are effective and safe devices for pain management. The complications associated with implants are mostly pharmacological and transient. Reported events: 3 patients experienced superficial wound infection 1 patient experienced meningitis; the organism was staph epidermidis; the infection was treated with IV antibiotics and the system was explanted. 1 patient experienced a chronic pump pocket infection which led to staph aureus meningitis. The infection was unresponsive to antibiotics and the system was removed. One patient experienced a distal catheter occlusion. The patient complained of loss of pain control with normal neurological examination. It was presumed that this was the result of a small granuloma at the catheter tip. Two (2) patients experienced catheter shearing at the spinal entry site 2 patients experienced catheter shearing with subarachnoid segment. Four (4) patients experienced catheter retraction with paraspinal coiling/kinks 6 patients experienced leakage at the connection site between catheters 3 patients experienced spinal headache which required pharmacologic management and bed rest. 1 patient experienced csf leakage at the catheter and pump connection site with a small seroma. The catheter was later reconnected successfully with resolution of the seroma. One patient experienced pump failure mechanical, not battery related, after two years of implant. One patient experienced pump torsion with port occlusion 1 patient experienced a pump programming error; the error was discovered prior to starting the pump. The error involved not decreasing the flow rate after the medication concentration was increased. One patient experienced a pump programming error; the patient experienced increased nausea and sweating and the programming error was discovered one month later. The patient was receiving twice the intended dose. The error involved not decreasing the flow rate after the medication concentration was increased. One pump was explanted due to abdominal discomfort 1 transferred patient had developed staph epidermidis meningitis from a pump pocket infection which led to system explant. The patient made an uneventful recovery.